Event description:
Customer alleged blood glucose on the advantage system of 57 mg/dl but that the result was stored as 126 mg/dl in the meter's memory. The customer reported having symptoms consistent with the 57 mg/dl value, and self-treated with orange juice. No serious adverse event was reported in connection with the memory discrepancy. A request was made for the return of the suspect device and replacement product was sent.